Event description:
Patient reported elevated blood glucose (400 mg/dl). Patient indicated that she had "done everything she could" to reduce her blood glucose and it only went down when she switched to her backup device.